Manufacturer narrative:
Associated products information; hg-16-62-28 ; s/n: (B)(4); use by date: 2020-01-03; upn # (B)(4), mfg date; 2018-01-03. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: sg-64, s/n:unknown; use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. During the index procedure an aortic cuff and endoanchors were also implanted. It is reported that the patient developed a fever post-op two days later. This was then treated with medication and the event resolved a day later. Another six days later, the patient suffered from dyspnea and abdominal pain. It was reported that the patient received treatment with medication, oxygenotherapy and a transfusion given. This fever event has been deemed by the sponsor to have a probable relationship to the procedure, not related to the devices, and not related to the aneurysm. The dyspnea and abdominalpain were assessed by the sponsor as possibly related to the procedure, not related to the devices and not related to the aneurysm. No additional clinical sequalae were reported and the patient will be monitored.